Event description:
As reported for this event by the customer, a doctor placed a scope used on a patient with creutzfeldt-jakob disease (cjd) in an irrigator. The scope was reprocessed in the device. Subsequently, there was a suspicion that unknown scopes were reprocessed in the said device. At this time, there is a suspicion that one such scope may have been used in a procedure for another patient. There is no reported harm to any patient. The type of cjd of the patient, whether vcjd (mutant type) or scjd (sporadic type), is not known. More information will be available. The customer facility is conducting an investigation for all details surrounding this event, including cjd patient details, other patients impacted, total scopes impacted, and more. Customer has been advised to quarantine the devices until a definite diagnosis and clearance is obtained. This device is representing the one of the three devices that may have been used to reprocess the scope used on the patient with cjd.

Manufacturer narrative:
Full name of the facility is (B)(6). There are five devices for this event captured in medwatches with patient identifiers (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6)as below: (B)(6) parent (gif-hq290) placeholder for suspicion that a scope used for a patient with cjd disease was used on another patient. (B)(6) child 1 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 2 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 3 (oer-3) device used to clean a scope used for patient with cjd disease. (B)(6) child 4 (unknown scope, representing the scopes processed in oer-3). Identity of the exact automatic endoscopy reprocessor (aer) oer-3 devices used is not known. Medwatch is submitted on all three oer-3 at the facility. This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
Upon further follow-up, it was confirmed the device was not contaminated and the tests results were negative for creutzfeldt jakob disease (cjd).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, d4 and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely that the user¿s unawareness of handling of the devices which were used for a patient with creutzfeldt-jakob disease could have caused the user to clean the subject scope in the reprocessor. Correction: per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The oer reprocessor was not used to clean the scope. Refer to patient identifier (B)(6) for scope used in the event.